Event description:
The pt was admitted for a procedure on (B)(6) 2009 with a lesion in the distal right coronary artery. The lesion was a de novo and slightly tortuous with 90% stenosis. Femoral approach was chosen for the procedure. The lesion was pre-dilated with a balloon catheter and a 2.5 x 13mm cypher stent was delivered, however, the cypher would not cross the lesion. Therefore, the physician retrieved the cypher and confirmed the distal tip to be flared. The procedure was completed with a 2.5 x 12mm taxus stent. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.